Manufacturer narrative:
Plant investigation: although the customer originally stated that the complaint sample was available to be returned to the manufacturer for evaluation, no sample has since been received. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) issued which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be potentially associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that a minor dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine alarmed as appropriate. The leak occurred approximately two minutes after the initiation of treatment. Blood test strips were used and confirmed the presence of blood and blood was visually observed in the dialysate. No dialyzer defect or damage was visible. Follow-up information with the nurse confirmed that the estimated blood loss (ebl) was noted as being zero as the patient¿s blood was returned and the blood leak was minimal. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.